Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the force bipolar instrument jaws of the forceps would not open when the surgeon tried to open them while at the console. The forceps were holding tissue at the time, so the release key was used to manually open the jaws to release the tissue. The procedure was aborted/converted due to anatomy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no abnormalities noted with the instrument and there were no collisions with other instruments. Prior to attempting to removing instrument, the jaws were not stuck in a closed position.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. For clarification, the customer complaint was " jaws of the forceps would not open". Fa, found the instrument to be fully functional. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.